Event description:
Medtronic received information from a literature article regarding a comparison of the patient outcomes after aortic valve replacement with abbott trifecta and non-trifecta bioprosthetic valves. All data was retrospectively collected from a single center between january 2011 and december 2015. A total of 1,058 patients were included in the study population. Patients were grouped into the trifecta group (n = 508) and the non-trifecta group (n = 550). Of the 550 patients in the non-trifecta group (predominantly male, mean age 64.6 years), 15 were implanted with a medtronic avalus bioprosthetic valve. No unique device identifier numbers were provided. The kaplan-meier estimated survival at 7 years post-implant was 77.0 ± 2.8% and 79.0 ± 3.1% in the trifecta and non-trifecta groups, respectively. No statement was made suggesting a causal or contributory relationship between avalus and the deaths. In the non-trifecta group, adverse events included: stroke, bleeding requiring re-exploration, mechanical ventilation for more than 24 hours, permanent pacemaker implantation, and endocarditis. Avalus may have been associated with these adverse events. Six cases of structural valve degeneration occurred within 7 years post-implant in the non-trifecta group; however, none of these patients were implanted with avalus. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: fukuhara s, et al. Early structural valve degeneration of trifecta bioprosthesis. Ann thorac surg. 2020 mar;109(3):720-727. Doi: 10.1016/j.athoracsur.2019.06.032. Epub 2019 aug 6. Presented at the poster session of the fifty-fifth annual meeting of the society of thoracic surgeons, san diego, ca, jan 26-29, 2019. Earliest date of presentation used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.